Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported experiencing a syncopal episode. Request for additional information from the local boston scientific field representative was made. No further information was provided. There were no additional adverse patient effects reported. The device remains in service.